Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni) results, for multiple patients, involving the access® 2 immunoassay system. This report is two of three referencing the patients on the event date noted. The initial results were released out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed to or associated with this event. Subsequent testing of the patients' samples (re-centrifugation of an aliquot of the original sample), on the same instrument, produced primarily lower results within the risk stratification. The patients' samples were collected in 13x100 mm lithium heparin plasma tubes and centrifuged in a statspin for five minutes. The customer stated quality control (qc) is performed every eight hours and no issues were noted at the time of the event. No system errors were noted on the instrument. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noticed the wash pump prime had air aspirated in to the pump on down-stroke. The fse removed and cleaned the wash valve stator and rotor. The fse replaced the rotor and primed the system. Test results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Results: rotor. In conclusion, the likely cause of the event is attributed to the wash valve rotor which allowed air to enter the valve. Beckman coulter continues to track and trend any incident related to this issue. All related medwatch reports associated with this incident: 2122870-2014-00247; 2122870-2014-00248; 2122870-2014-00249.